Event description:
It was reported via legal documentation that a patient had a right knee arthroplasty on (B)(6) 2018, with no revision surgery reported. There was no other patient/medical information provided. No x-rays or images were provided. There is no other information available.

Manufacturer narrative:
H10. Pending investigation. There is no other information provided.

Manufacturer narrative:
Manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.